Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. As received, the monitor case was cracked and the belt receptacle was detached, damaging internal wires. The root cause of the damaged case, receptacle, and wires is excessive force at the connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that there were exposed wires on the patient's monitor.